Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per manufacturer's sale representative, after the case was completed the tubing was pulled out and the pump was replaced with a back-up pump. The field service representative (fsr) greased the occlusion knob and replaced the retaining ring. The unit operated to the manufacturer's specifications.

Event description:
It was reported that after the use of the device for a cardiopulmonary bypass (cpb) procedure, the occlusion knob would not turn on the cardioplegia pump. There were no reported adverse consequences to the patient.